Event description:
According to the reporter, after firing, the anvil disengaged and the staple line was incomplete. The anastomosis was over sewed and the pt got an anus praete. The surgery time was extended by 90 mins. Pt fine. Sex: female. Procedure: unk.